Manufacturer narrative:
Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
While customer was at the hospital for a non-diabetes related issue, it was found that their blood glucose (bg) level of 499 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer was treated with intravenous fluids of saline and insulin and was discharged approximately 1 week later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy. Tandem technical support educated the customer on insulin labeling.